Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause was reported as due to a fungal infection. On an unreported date, the patient was treated with unknown medication for the event. The patient hospitalization and patient outcome were not reported. Pd therapy was discontinued. No additional information was provided as the reporter declined follow-up.

Manufacturer narrative:
Date of event: the peritoneal infection occurred on an unspecified date in (B)(6) or (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.